Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study. On 2016-dec-08, the patient reported pain recurrence/higher pain levels, nausea, runny nose, yawning, and fatigue for the past 3 weeks. The device diagnosis was ¿pump unable to enter/withdraw from cap.¿ the clinical diagnosis was pain recurrence. The etiology was related to the device/therapy and not related to the implant procedure. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device diagnosis was updated to ¿other normal functioning catheter despite failure to aspirate catheter during dye study.¿ additional information was received. The device diagnosis was updated to ¿not applicable.¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl (concentration 280 mcg/ml, dose 36.37 mcg/day), bupivacaine (concentration 11.9 mg/ml, dose 1.546 mg/day) and morphine (concentration 20 mg/ml, dose 2.598 mg/day) for spinal pain. They had a failed catheter dye study on (B)(6) 2016, they were unable to aspirate from the catheter access port. The dye study was done while investigating the patients current situation see MFR report #3004209178-2016-27055. There were no symptoms mentioned.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received from healthcare professional on 2017-jan-05 reported withdrawal symptoms were experienced at home. Patient never reported this while it was happening. No actions or interventions were taken to resolved the failed catheter dye study event. It was noted the cause of the inability to aspirate from the catheter access port was not determined. It was noted surgery had not been done, and patient was requesting pump removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.